Manufacturer narrative:
This report is being filed as a final report. No product problem was reported. Complaint involved a delivery delay, no further investigation will be undertaken.

Event description:
Customer reported that on (B)(6) 2010 due to not receiving a lancing device to use with her freestyle lite blood glucose meter, which was ordered on november 29, 2010, she "got sick and had to go to the hospital". It was further reported customer subsequently experienced a loss of consciousness. Paramedics were called, "monitored" her status, administered an unknown amount of insulin and transported customer to a local healthcare facility. Customer did not know if she received any diabetes related diagnosis and could not recall what treatment was provided. However, she did report a diagnosis of "migraines". Additionally, customer reported self-treating with "unknown" prescription medications as well as "food and drink". There was no report of death or permanent injury associated with this event.